Event description:
It was reported that the facility returned the co's call however the faciity was confused as to why the co contacted them, facility still feels mattress in ? Belongs to the rik distributor they received it from. Center took pictures, will not release them. Facility will try to copy for the co to view. Still need further information for proper i.d. Of mattress in question. Resident was found wedged between mattress and siderail, she was not hurt however she was stuck. Bed and rail system is unknown at this time, however they were about 15 yrs or older.